Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 138 mg/dl. The customer stated that she was unsure if she held a button for three minutes or longer. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
There was a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners, noted during the visual inspection. No button error alarms were noted. All buttons functioned properly. However, there were corroded keypad traces.